Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and did not meet functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment, on pc board and on coils. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 04/05/2017 to report the purely yours breast pump she was using on (B)(6) 2017 began leaking clear sticky fluid into the battery compartment. Customer was using 6 aa batteries at the time of this event. She states the pump suction decreased and then stopped functioning altogether. Different troubleshooting strategies were conducted by the customer but nothing resolved the issue. Her husband opened the battery compartment door and found sticky clear fluid inside. Customer reports coming in contact with the fluid however was not injured or burned.